Event description:
It was reported that the patient has expired after a implant duration of approximately 3 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
In 2009 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided. The operative report was provided. Per the operative report of seven months prior, "the patient returned to the open heart intensive care unit where he was in the usual guarded condition, but excellent cardiac and pulmonary parameters." The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient underwent direct lateral interbody fusion (dlif) and open lumbar fusion at l3-l5 with posterior fixation devices and bone graft/vertebral spacer. The patient presented three days post-op with unspecified symptoms. Reportedly infection was ruled out. Wound irrigation occurred two days later. Additional information has been requested from the user facility. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Device not returned additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.